Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion at site event on (B)(6) 2024. Event occurred after three hours of insertion. Insertion site was at abdomen. He changed supplies as necessary and resumed insulin therapy. No further information available.